Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously report this device sn j233279443462 on MDR. The MDR was incorrectly filed and is a duplicate to MDR 2518422-2022-41850. Please disregard MDR as it was filed in error.